Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor was not running on the small battery drive device. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The date of manufacture was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not hold attachments. Therefore, the reported condition was confirmed. The assignable root cause was determined to be damaged coupling most likely due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.